Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: market country: (B)(6). Complaint issue: failure of cuff inflation in use. No harm to pt.

Manufacturer narrative:
Info received via e-mail from case the reporter. Tracheostomy tube cuff failed to inflate during testing while pt was undergoing a tracheostomy procedure in the operating room. This tube was never inserted into the pt due to the malfunction. However, this case was assessed as a serious malfunction because a defective tracheostomy tube cuff inside a pt could jeopardize the pt's oxygenation status and result in serious consequences for the pt's stability. (B)(4).